Event description:
It was reported that the health care professional (hcp) requested a review of stored episodes for this pacemaker. Technical services (ts) provided a review noting noise on both right atrial (ra) lead and right ventricular (rv) lead. Ts noted the patient has an underlying rhythm. Additionally, ts noted that for one episode the pacing was inhibited for three seconds, however, there appeared to be an intrinsic rate. Ts was consulted and recommended further in clinic evaluation. This pacemaker remains in service. No adverse patient effects were reported.